Manufacturer narrative:
Examination of the returned used device item yrc03n, qty of 2, found one of the rc all-suture anchor with hi-fi sutures damage, bent at the shaft and has broken tip. The second device found no issues. A root cause cannot be determined; however, based upon evaluation of the device and the IFU, a possible cause of this event could be that the user did not pull the driver straight out of the bone. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of six reports, regarding six devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to pull driver straight out of bone. Do not rotate or oscillate driver about its axis during removal, or breakage of driver tip and/or anchor may result. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the notice of an mrha adverse report, reference number (B)(4), received on 08aug25. It was reported that the yrc03, rc all-suture anchor with hi-fi sutures device was used in a right ankle arthroscopy procedure on (B)(6) 2025 and ¿y. Knot anchor tip, broke off when surgeon was implanting. Approximately 2mm metal tip retained in fibula. X-ray confirmed tip placement in fibula.¿. Per further assessment, the procedure was completed without the use of an alternate device and with no delay. "Pt has had outpatient appointment on the (B)(6) 2025 - no signs of infection, stitches removed, no complaints of pain from the patient.". There was no medical/surgical intervention or extended hospitalization required for the patient, and there is no plan for future removal of the 2mm metal tip. This report is being raised due to the reported injury of a retained foreign body.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the notice of an mrha adverse report, reference number (B)(4), received on (B)(6) 2025. It was reported that the yrc03, rc all-suture anchor with hi-fi sutures device was used in a right ankle arthroscopy procedure on (B)(6) 2025 and ¿y.knot anchor tip, broke off when surgeon was implanting. Approximately 2mm metal tip retained in fibula. X-ray confirmed tip placement in fibula.¿. Per further assessment, the procedure was completed without the use of an alternate device and with no delay. "Pt has had outpatient appointment on the (B)(6) - no signs of infection, stitches removed, no complaints of pain from the patient.". There was no medical/surgical intervention or extended hospitalization required for the patient, and there is no plan for future removal of the 2mm metal tip. This report is being raised due to the reported injury of a retained foreign body.